Event description:
Initial reporter indicated that upon interrogation, it was discovered, their vns pt had high lead impedance. The pt was last seen in the office in (B) (6) 2008 and diagnostic testing was not performed. Three years previously diagnostics were performed that were within normal limits. The pt's family was not aware of any trauma or manipulation of the vns device that may have contributed to their high impedance. The pt had not experienced any adverse events or seizures from the high impedance. It was decided to program the vns off and at this time, revision surgery not planned. The pt's mother reported that their seizures had been stable for some time and does not wish to undergo surgery for replacement. Reported, she is "not really sure the vns had done much" and that she "hasn't noticed much of a difference in the last two years."

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.